Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-4316, lot #: 17121175, description: next generation anchor kitsterile sc-1110-02 (sn (B)(4)): device evaluation indicated that the returned ipg passed all the required tests and revealed no anomalies. Sc-2218-50 (sn (B)(4)): the lead body was cut into two pieces. X-ray inspection found no cable fractures. Damage to the device was similar to the typical explant damage and was not considered a failure. Sc-2218-50 (sn (B)(4)): the lead body was sliced and cut into two pieces. Damage to the device was similar to the typical explant damage and was not considered a failure. Sc-4316 (lot # 17121175): silicon material from one of the eyelets was missing.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate stimulation. No device malfunction was suspected. The patient underwent an explant procedure.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the physician confirmed that everything was removed from the patient's body including the missing silicon material from one of the eyelets.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.